Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported the patient was receiving gablofen. It was reported the patient's pump had stalled on sunday (B)(6) 2019 and the patient reported to the hospital. It was indicated the patient's healthcare provider had learned of unexplained pump stalls from the device logs. It appeared that the pump restarted on sunday ((B)(6) 2019) evening and then stalled again on (B)(6) 2019, and then recovered. It was reported the pump was near end of service (eos). The pump was replaced on (B)(6) 2019. The rep was in possession of the device and planned to return the pump to the manufacturer for analysis. There were no environmental/external/patient factors that may have led or contributed to the issue. The patient was not near magnets. The issue was resolved at the time of the report, (B)(6) 2019. The patient's status was provided as alive - no injury.

Manufacturer narrative:
Analysis of the pump identified corrosion and/or wear and/or lubrication in the motor gear train as well as a stall due to shaft bearing.(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and a consumer on (B)(6) 2019 regarding a patient receiving unknown baclofen (1000mcg/ml at 761.6mcg/day) via an implanted infusion pump. The indication for use was intractable spasticity. It was reported that the patient's pump was alarming on the date of report. Upon initial interrogation, a motor stall was seen and was active. The patient had not recently undergone magnetic resonance imaging (MRI). It was indicated that they were probably going to replace the pump on the date of report. No patient symptoms were reported and no further complications were reported or anticipated.